Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal hysterectomy, when the surgeon grasped the tissue and activated the device, the activation tone occurred from the generator but there was no effect to the tissue. They used another like device and it worked fine.